Event description:
Scheduled for left-sided dual chamber implantable cardioverter defibrillator generator replacement. St. Jude rep present for surgery. The new generator from st. Jude was opened onto sterile field. Cardiologist unable to connect one of the pacemaker leads to the generator; appeared to be defective. Leads checked and were good. Rep did not have a back-up generator and had to obtain a dual chamber generator from a rep from medtronic. Pt under anesthesia extra 51 minutes awaiting new pulse generator. This generator connected very well to the leads.